Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04153. It was reported the patient was unable to increase the amplitude on the scs system. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprograming was able to provide therapy for the patient's left leg (original pain pattern). However, the program caused the patient to experience undesired stimulation in the right leg. Consequently, the patient may undergo surgical intervention at a future date to address the issue.